Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment (2-debranching zone 1 tevar) for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Two ctag acs (distal tgmr404015j, proximal tgm454515j) were successfully implanted. The patient tolerated the procedure. On (B)(6) 2024, the proximal ctag ac (tgm454515j) was explanted due to suspected infection which was caused by colorectal cancer. Aortic arch replacement was performed and the graft was anastomosed with tgmr404015j. Also, another ctag ac was implanted to reline the device. The patient tolerated the procedure.

Manufacturer narrative:
The following investigation results were added. A review of the manufacturing records indicated the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images available for evaluation. Poor quality images. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window level, rotate, etc.) The first jpeg image appears to show multiple thoracic devices implanted. There appears to be possible thrombus within the implanted devices. H6: investigation findings and investigation conclusions were updated to codes c19 and d15, respectively, to reflect results of investigation.